Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that they had the pump revised due to flipping about 1.5 years prior to the report. They stated the pump was at an angle and was flipped, and that the pump was currently flipping. This flipping started towards the beginning of 2014. The medication infused 1.5 years ago was unknown. The current medications infused were hydromorphone and bupivacaine.